Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a tubing break was confirmed and the cause was determined to be supplier related. The product returned for evaluation was a 20ga x ¾¿ safestep infusion set. The sample was heavily coated in what appeared to be blood residue. Gross visual evaluation confirmed that the tubing was disconnected from the needle housing/base. Microscopic evaluation of the tubing and housing slot found no additional segments of extension tubing within the needle base. Further evaluation of the extension tubing confirmed the original manufactured cut end of the tubing. From this it was determined that the extension tubing had disconnected, rather than broke. Further evaluation of the extension tubing showed that the exterior tubing surface had been appropriately roughed in the attachment region. Examination of the adhesive application found that adhesive was present within the extension tubing interior surface and little residue was seen on the exterior surface, which was intended for binding to the needle base. Examination of adhesive deposits on within the needle base slot was not possible due to the blood residues within the part. A lot history review (lhr) of asdps0054 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube broke. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdps0054 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube broke. No other information was provided.